Manufacturer narrative:
Attempts to obtain additional information from the patient's device following clinic have been unsuccessful. At this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Remote device data reviewed and there have been no episodes within the past 72 hours. The presenting electrogram (egm) shows the device is operating as programmed. No out of range measurements were observed. No additional adverse patient effects were reported.